Event description:
Information was received indicating that during testing the pump exhibited error code 1820. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed evidence of error codes. Upon function testing, the reported problem was duplicated. A defective motor was identified. The root cause of the reported problem is unknown. The motor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device.